Event description:
As reported, approximately 2 years post op the initial right tka, this male patient was revised due to premature polyethylene wear of the tibial insert. Following the revision surgery, plaintiff continues to be limited in his activities of daily living. Despite undergoing revision surgery, plaintiff experiences daily pain and discomfort in his right knee which limits his activities of daily living and impacts his quality of life.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Product information has been identified, the following fields have been updated: d1, d4, g4, h4, h7, and h9. H6: investigation results - the revision reported was likely the result of prosthesis wear as stated in the legal documentation. However, the root cause of the prosthesis cannot be determined as the device was not available for evaluation and images, pre-revision radiographs, and operative notes were not provided. Information has been added to the following fields: d8, e3, and e4.